Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024- 12444- device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14-may-2024, it was reported by the patient that six infusions set was crimped due to which hyperglycemia occurs within 3 hours of use. Infusion set was placed in abdomen. High blood glucose level was 300 mg/dl. Event occurred on (B)(6). Patient replaced infusion set and resumed insulin successfully. No further information was available.